Event description:
During an unspecified procedure, the seal on the port used for insufflation did not keep co2 from backflowing. The surgeon was unable to insufflate the abdomen. Another device was used successfully.